Event description:
Information received from the field notes that the patient presented for a routine follow-up. Interrogation found that the device was programmed "off". The patient stated that she had walked through an airport security system. The device was programmed back to ddd mode and scheduled follow-ups will continue. The patient was not pacemaker dependent.